Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplement report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. The customer's blood glucose was 104 mg/dl. Reportedly, the customer reverted to manual injection for insulin therapy.